Event description:
On (B)(6) 2015 - the guidewire allegedly sheared off a 3cm piece in a (B)(6) patient. On (B)(6) 2015 - the facility reported to the district manager that the guidewire segment allegedly sheared at the neck. An additional procedure was reportedly required to remove the guidewire. There were no complications reported with removal and no long-term consequences to the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezb1073 showed one other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.